Manufacturer narrative:
All buttons functioning properly during testing however, found moisture. Damage to the keypad traces during visual inspection. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer called to report that insulin pump has been exposed to moisture damage. Customer reported that moisture can be seen underneath the lcd display screen. Customer's blood glucose reading was 148 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.